Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant for a pacer-dependent patient, multiple episodes of oversensing were observed. Egms showed oversensing of the atrial signal caused intermittent inhibition of ventricular pacing. No patient symptoms were reported. The lead was repositioned. Further repositioning of the lead was carried out one day later. At a subsequent follow-up, no issues were noted.